Event description:
A malfunction alarm was reported with a specific code, malf 9. There was no reported adverse impact on customer's blood glucose level. The customer continued to use the pump for insulin therapy.